Manufacturer narrative:
One battery was returned for failure analysis. The fa lab found that battery pack was found to be defective, the failure was localized to corrupted gas gauge register .

Manufacturer narrative:
Can not confirm serial number.

Event description:
It was reported to philips that the battery is dead. There was no reported patient involvement/adverse patient impact.